Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested which revealed what may be a system controller exchange or implant data on (B)(6) 2025 at 11:10.

Manufacturer narrative:
This event was determined to be supplemental information and the investigation findings will be submitted under MFR# 2916596-2025-05623.